Manufacturer narrative:
E1. Phone number continued: (B)(6). Additional, changed, and/or corrected data: a5, a6, b3, e1.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. Healthcare professional later reported ""texturing of implants", "indolent; becker ii" and "sporadic cysts" confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture confirmed via MRI. Physician later reported "texturing of implants", " indolent; becker ii" and "sporadic cysts" confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ cyst: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side damage to implant confirmed via MRI. Physician later reported "a discussion was held with the patient regarding the current state of knowledge about texturing of implants", " indolent; becker ii" and "sporadic cysts" confirmed via ultrasound. Device has been explanted and replaced with another manufacturer's device

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Physician reported left side rupture confirmed via MRI. Physician later reported ""texturing of implants", " indolent; becker ii" and "sporadic cysts" confirmed via ultrasound. The device has been explanted.